Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that no adverse events occurred during the procedure. The patients condition was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device change out procedure, loss of output was observed upon opening the pocket using electrocautery. The patients escape rhythm was noted under telemetry and after several seconds, pacing resumed. The device was explanted and replaced.